Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top and bottom cases are in excellent condition. The pump event history showed an invalid syringe size in error history log (ehl). During the evaluation, the cause of the reported issue was not duplicated during a syringe test, a calibration verification test and a biomed diagnostics were performed. The root cause of the reported issue was use error. The technician performed calibration verification. Performed power up process and device passed all the test.

Event description:
It was reported that an invalid syringe size error was observed. No patient injury was reported.